Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and calibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported the system displayed "collimator iris to large", several times. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.